Manufacturer narrative:
The analyzer cuvettes and lamp were changed on (B)(6) 2022.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 and a second patient sample for creatinine on the cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The specific creatinine reagent used was requested, but not provided. The first sample initially resulted in a glucose value of 200 mg/dl and repeated as 98 mg/dl. The second sample initially resulted in a creatinine value of 1.96 mg/dl and repeated as 0.66 mg/dl. The glucose reagent lot number was 55527101, with an expiration date of 31-aug-2022. The lot number and expiration date of the creatinine reagent were requested, but not provided.

Manufacturer narrative:
The field service engineer found a styrofoam-like material stuck in the rinse station aspiration probes. After removing the material, no further issues were observed. The investigation determined the service actions resolved the issue.